Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's number: 2017865-2020-06252. It was reported that a patient was presented in the clinic for a system implantable cardioverter defibrillator system revision. Upon interrogation, the right atrial lead was found to have noise, and the right ventricular lead had a high pacing impedance, and elevated capture threshold. Both leads were capped on (B)(6) 2020, and replaced. The patient was stable after the procedure.